Event description:
Customer called to report that the coulter act diff analyzer generated low wbc (white blood cell) recovery on the high control and observed the wbc bath overflowing 3-4 milliliters of diluent and rinse solution in the vic (vacuum isolation chamber). No death or injury is attributed to this event and there was no change to patient treatment. Also, the event occurred while the operator was running controls; therefore, there was no impact to patient results. The operator was wearing gloves and glasses at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. Customer technical support (cts) aided customer in troubleshooting over the phone; however, the problem was not resolved and on-site service was dispatched. The field service engineer (fse) found an obstruction in bath drain pathway. The fse flushed through the pathway with bleach, which cleared a clot in the tubing at pinch valve lv14. The fse then performed additional routine maintenance procedures and verified the repairs per established procedures, the results of which met published performance specifications. The root cause of the low wbc recovery and the baths overflowing is attributed to back up of fluids due to a clot in the bath drain pathway at pinch valve lv14.

Manufacturer narrative:
(B)(4).